Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor rewinding slow anomaly noted. However, the device had an unexpected motor noise during the rewind. Problem isolated to the motor. The device was also received with cracked case at the display window corners, cracked battery tube threads and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump makes a noise during rewind and the rewind is very slow. It was stated that the device was not dropped and the customer did not receive any alarms. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.